Event description:
The account stated they obtained a series of low patient psa results that were higher when repeated. The incorrect results were not used to guide therapy. The field service representative performed maintenance and realigned the sampling probe.